Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a loss of capture had occurred as a result of left ventricular lead dislodgement. The lead was successfully repositioned. The patient was asymptomatic and fine after the procedure.